Event description:
Reporter alleged one of the lancet needles used in a device for finger-stick blood glucose testing was protruding outside the lancet drum in which it is encased. Customer stated finding the protruding needle when opening the box for its use. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.